Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot.

Event description:
It was reported that patient's right knee was revised due to femoral component loosening.

Event description:
It was reported that patient's right knee was revised due to femoral component loosening.

Manufacturer narrative:
An event regarding loosening involving a triathlon augment component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: there is adequate size and position of all components but the problem with a ts and augments is that there is so much metal that the implant-bone interface is hardly visible. In one area, posterior of the femur, it can be seen that there is loss of contact between bone, cement and device, so the femur is probably loose but obvious causes for the problem are not evident from the x-rays alone. As such can this case not be solved with the current information. More clinical info and/or explant pictures could help understand this case better. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event itself could not be confirmed, nor could the root cause be determined. A review of the provided medical records by a clinical consultant stated the following: "there is adequate size and position of all components but the problem with a ts and augments is that there is so much metal that the implant-bone interface is hardly visible. In one area, posterior of the femur, it can be seen that there is loss of contact between bone, cement and device, so the femur is probably loose but obvious causes for the problem are not evident from the x-rays alone. As such can this case not be solved with the current information. More clinical info and/or explant pictures could help understand this case better." Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.